Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter device replaced due to recurring incontinence and urethral atrophy. A more distal dissection was made, the 4.0cm cuff was removed and replaced with 4.0cm cuff in a more distal location.

Manufacturer narrative:
Device evaluation provided in: describe event or problem, evaluation result codes, evaluation conclusion codes. Correction information provided in: initial reporter country.

Event description:
It was reported that on 19sep2018, the patient had his ams800 artificial urinary sphincter device replaced due to recurring incontinence and urethral atrophy. A more distal dissection was made, the 4.0cm cuff was removed and replaced with 4.0cm cuff in a more distal location. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.